Manufacturer narrative:
The reported event is inconclusive due to a lack of information. Although a specific cause cannot be determined, a potential root cause for this event could be, "improper coating formulation/selection". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not advance or withdraw a guidewire when resistance is encountered as perforation could occur." "Should be used only by physicians thoroughly trained in endourological guidewire techniques." "Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the guide wire became dried upon insertion into the body and was impossible to be advanced. It was stated that there was less coating and the guide wire was prone to dryness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the guide wire became dried upon insertion into the body and was impossible to be advanced. It was stated that there was less coating and the guide wire was prone to dryness.